Event description:
A prospective review of procedural data and outcomes collected from a dedicated database was performed in 118 patients who underwent balloon aortic valvuloplasty (bav=54 patients/54 femoral arteries. 52 were antegrade and 2 were retrograde punctures) and trans-catheter aortic valve implantation (tavi=64. All antegrade punctures). The prostar xl device was used using the preclose technique for vascular closure. Complications in the tavi group were: major bleeding was seen in 4.7% (3/64) of cases. Minor bleeding was seen in 3.1% (2/64) of cases. During one of the minor bleeding cases, a patient underwent successful transcatheter aortic valve implantation and right femoral artery closure with an 18f prostar xl system. Twelve hours later, he developed a large right-sided scrotal hematoma confirmed on ultrasound attributed to partial failure of the closure device. There was no evidence of subsequent right femoral aneurysm or pseudo aneurysm formation. This was treated conservatively with a scrotal support and prophylactic antibiotics. The physicians are reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patients for the study reported to be 80.8 greater than less than 6.1 years old. Patients for the study reported to be of bmi 25.3 greater than less than 6.7. The article indicates the procedures were performed between 2004 and 2010. Concomitant medical products: guide wire: standard 0.035 guidewire, amplatz super-stiff wire sheath: 9fr, 18fr. Other: 21g microlance needle, mosquito clamp, medtronic core valve system. The safety and effectiveness of the prostar xl device system have not been established in patients with antegrade punctures. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. Attachment: large calibre arterial access device closure for percutaneous aortic valve interventions: use of the prostar system in 118 cases. Catheterization and cardiovascular interventions 79:143-149, 2012. James cockburn, mbbs, md, mrcp, adam de belder, mbbs, md, mrcp, michael brooks, mbbs, frca, nevil hutchinson, mbbs, frca, andrew hill, mbbs, frca, uday trivedi, mbbs, frcs, and david hildick-smithmbbs, md, frcp.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.